Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed stickiness on the device control section could not be determined, however, this issue was likely the result of fluid immersion and or insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was observed to exhibit stickiness/foreign material on the device control unit. There was no patient involvement, and no harm was reported as a result of the event.